Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during bolus/basal. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap was sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, self test, off no power, and unexpected restarts. The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. Upon visual inspection, the force sensor resistor had moisture damage. Unable to perform the occlusion, prime, or excessive no delivery alarm tests due to the motor error alarms. The motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked display window, cracked battery tube threads, a cracked case, a scratched reservoir tube window and a missing end cap sticker.